Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on available information and without the device to analyze, the cause of the reported unintended movement associated with the clip opening while establishing final arm angle could not be determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
This is filed to report clip opened while establishing final arm angle (efaa). It was reported that a mitraclip procedure was performed to treat degenerative mitral regurgitation grade 4 with large anterior leaflet and restricted posterior leaflet. The clip was advanced to the mitral valve with no reported issue. During deployment sequence, the clip opened to about 20 degrees when establishing final arm angle (efaa). The clip was tested twice, but it kept failing efaa. The clip was removed and replaced with another one. One clip was implanted with no reported issue, reducing mr to grade 3. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.